Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The filter board and harness were replaced, and the unit was returned to service.

Event description:
The hospital reported the unit provided an alarm for the flow sensor, and mechanical ventilation was not available. There was no report of patient involvement.